Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing/download test with (B)(4) bluetooth device was performed and passed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over one hour is reportable because signal loss was observed in the logs. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.